Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x24mm promus element¿ drug eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion and the stent shaft broke was broken. The broken portion of the shaft was retrieved using a snare and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks. A visual and tactile examination found a kink at the port bond skive of the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x24mm promus element ¿ drug eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion and the stent shaft broke was broken. The broken portion of the shaft was retrieved using a snare and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.